Manufacturer narrative:
Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Per the instructions for use (IFU): patients are instructed to always investigate, and if possible, correct the cause of any alarm. Silencing an alarm does not resolve the alarm condition. The instructions for use (IFU) includes the following warning. Never disconnect both power sources (batteries and ac or dc adapter) at the same time since this will stop the pump. At least one power source must be connected at all times. Battery, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis confirmed multiple low flow alarms and premature power switching events. The premature power switching events are most likely due to a communication error between the controller and batteries. This is an incidental finding not related to the reported event. Analysis of the device revealed that the device met specifications; the battery passed visual examination and functional testing. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is four of five reports (3007042319-2015-01619, 3007042319-2015-01620, 3007042319-2015-01621, 3007042319-2016-00963 and 3007042319-2016-00964) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) by the perfusionist that the controller alarmed without showing a message on the display especially when patient was walking. Log files have been downloaded and sent to manufacturer for analysis. After analysis and feedback of the manufacturer's clinical technician, the controller had been exchanged as well as all batteries. The patient tolerated the controller exchange without any issues and released home. No further information available at this time.